Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the clip was not loaded into the jaws of the first clip applier properly. The second clip applier was broken while the clip was loading. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device clip applier with hemostay clip m/l. There were no visual abnormalities noted during the pmv examination. The clip counter was no longer active and there were no clips in the shaft. The device was received fully fired, and a functional test could not be performed because the device was engaged at the end of firing safety interlock. In addition; each device is inspected during manufacturing to confirm the presence of a full clip complement. Records for each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the clip was not loaded into the jaws of the first clip applier properly. The second clip applier was broken while the clip was loading. A new device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.